Manufacturer narrative:
D4: expiration date: added. H4: manufacturing date: added. H3: device evaluated by mfg: updated. H3: summary attached: updated. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During visual inspection, the balloon was noted to be misshapen and the device was viewed under the microscope and was noted to be damaged. During functional testing, the device could not be flushed as the catheter shaft was blocked/occluded. The device was soaked in warm water to try to dissolve the substance blocking the catheter shaft; however, was not successful. The catheter shaft was cut and a synchro guidewire was inserted in the shaft, resistance was met and when the guidewire was advanced dried blood and solidified contrast exited the catheter shaft. The balloon catheter was not inflated and deflated due to the damage noted to the returned catheter. In the case of this complaint, it was reported that the balloon was slow to deflate during the procedure. In this case, it is possible that an incorrect deflation technique was used or the saline - contrast mixture was too thick hindering the device deflation; this however, cannot be conclusively determined. The additional information states that the balloon was slow to deflate and was delayed approximately 1 minute and the anatomy was very tortuous. Based on the available information and investigation results an assignable cause of procedural factors will be assigned to the as reported issue balloon difficult/unable to deflate during use and to the as analyzed issues balloon damaged and catheter shaft blocked/occluded as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the balloon assisted coiling procedure the balloon occlusion catheter (subject device) was difficult to deflate. Time delay of about 1 minute was reported. There were no clinical consequences to the patient and the procedure was completed successfully.

Manufacturer narrative:
This is 1st of 2 MDR report.

Event description:
It was reported that during the balloon assisted coiling procedure the balloon occlusion catheter (subject device) was difficult to deflate. Time delay of about 1 minute was reported. There were no clinical consequences to the patient and the procedure was completed successfully.